Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor fill. Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for low results. Customer reported no symptoms, and does not need medical attention. Strip expiration date is 6/06/2018. Reviewed meter memory: 113mg/dl (B)(6) 2015 10:56:00 am fasting:yes; 122mg/dl (B)(6) 2015 02:04:00 pm fasting:yes; 129mg/dl (B)(6) 2015 11:24:00 pm fasting:yes; 113mg/dl (B)(6) 2015 11:44:00 am fasting:yes; 136mg/dl (B)(6) 2015 11:13:00 pm fasting:yes. Customers concern: 113mg/dl. Customer ran a blood glucose test on (B)(6) 2015 at 8:30am (fasting) on her trueresult meter and got result 113mg/dl, she also took a test at the doctor's office at the same time and got 145mg/dl. Customer is comparing the doctor's meter with her meter. Customer stated that her normal range is 130-135mg/dl (fasting). Customer opened strip on (B)(6) 2015 and stores strips in the kitchen cabinet.